Event description:
On (B)(6) 2021, my mother, (B)(6) dob (B)(6) 1948, went to (B)(6) hospital in (B)(6) for a heart catheterization. During the operation, the fluoroscopy x ray machine went down several times and was not able to be rebooted. My mother had to be moved to another room in order to use another fluoroscopy machine. When they were able to get an image, my mother's artery had been severed and she bled to death. (B)(6) was supposed to have this machine confiscated and report this death to the FDA, which they admitted that they did not do. This x-ray machine is still in (B)(6) hospital and there is no telling how many more deaths have been caused because of this machine and (B)(6) criminal actions.